Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. B71764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, adenomyosis and cervical cancer. Concurrent conditions included ovarian cyst, obesity, peripheral arterial disease and cervix inflammation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), blister ("blisters from jewelry"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / pain with sex"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), adnexa uteri pain ("right ovary pain"), pain ("right side of body pin"), pain in extremity ("down my right leg pain"), arthralgia ("hip pain") and uterine enlargement ("my uterus was twice the size it should have"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, allergy to metals, migraine, headache, nausea, amnesia, fatigue, arthralgia and uterine enlargement outcome was unknown and the genital haemorrhage, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal distension, blister, weight increased, alopecia, adnexa uteri pain, pain and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthralgia, blister, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: uterine enlargement, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received- new events "hip pain, my uterus was twice the size it should have", patient demography added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B71764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, adenomyosis and cervical cancer. Concurrent conditions included ovarian cyst, obesity, peripheral arterial disease and cervix inflammation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), blister ("blisters from jewelry"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / pain with sex"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2015, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("right ovary pain"), pain ("right side of body pin"), pain in extremity ("down my right leg pain"), abdominal distension ("bloating") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, headache, nausea, amnesia, allergy to metals, dysmenorrhoea and fatigue outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, blister, dyspareunia, weight increased, alopecia, adnexa uteri pain, pain, pain in extremity, abdominal distension and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, blister, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.